Event description:
Device appears to be undersensing on atrial lead, causing possible false ventricular arrhythmia detection and inappropriate therapy (p waves: 0.6mv; sensitivity: 0.3mv). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).